Event description:
O2 saturation monitors were placed in pt care areas medsurg, ER, and orperating room. Concerns were raised on accuracy of the monitoring. Results were compared using a portable pulse oximeter monitor which showed two different readings. Once this was discovered oxygen saturations were compared between the curbell and the normally used device. The curbell pulse oximeter was showing a much lower oxygen saturation. Patient code: 4580. Device code: 1535. Reference reports: mw5184290, mw5184291.